Event description:
It was reported that during the implant procedure the physician experienced difficulty tunneling the electrode parallel to the sternum. Ultimately the electrode was successfully implanted in the proper position. However, on the post-implant x-ray one day after the procedure, the physician noted that the distal end of the electrode had micro-dislodged. Due to all sensing vectors having good measurements, the s-ICD was left programmed in primary sensing vector and no repositioning procedure will occur at this time. The electrode remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.